Event description:
Viasys nasoenteric tube was placed for nutrition support and the pt inadvertently dislodged the tube two days later. When nurse removed the tube, she noticed that the tube appeared to be "breaking down" or "disintegrating" at about 8 inchs from the tip of the tube. It appears there is no injury to the pt due to this finding.